Manufacturer narrative:
(B)(4). Concomitant products: mitraclip system, steerable guide catheter, implanted mitraclip (x1). The customer reported the clip delivery system was discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
This is filed to report that after leaflet grasping with the mitraclip(cds 51214u103), the mitral regurgitation grade increased due to a laceration in the anterior leaflet. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4. There was a deep indentation (pseudo cleft) in the p1/p2 leaflet segment. The leaflets were thought to be thin but it was not visible through imaging. There was a large central jet. The first clip was successfully deployed in the a2/p2 leaflet location and the mr was reduced to 2+. A second clip delivery system (cds 51214u103) was then advanced to the mitral valve for treatment of the lateral jet. After the first grasping attempt, the mr immediately increased from 2+ to 4+ due to a laceration in the anterior leaflet at a1/a2. The clip was opened and repositioned more lateral but there was no mr reduction. The decision was made to place the second clip on the medial jet. The mr was reduced to 3+ with the 2 clips implanted. There was no clinically significant delay in the procedure and the patient was clinically stable post-procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). In this case, there was no reported device malfunction associated with the clip delivery system. The reported patient effect of mitral valve injury (tissue damage), as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality issue with respect to manufacture, design or labeling.